Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Caller also reported that the insulin pump had no delivery alarms and was leaking insulin. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.